Manufacturer narrative:
Age at time of event - patient was over 18 years of age.

Event description:
It was reported the guidewire tip broke off. A savion flx guidewire was being used in the posterior tibial vessel. During the procedure, the tip broke off. The physician performed a below the knee intervention and was able to retrieve the tip from the patient. The procedure was completed with another wire. No patient complications were reported.